Manufacturer narrative:
(B)(6). No product returned for evaluation. Evaluation was not possible as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that while using a fast-fix 360 straight needle delivery system that the anchors did not deploy properly during the procedure.